Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.